Event description:
It was stated that the insulin pump was almost exposed to an MRI, but it was grabbed and removed from the room prior to the scan being performed. However, it was stated that the insulin pump is now alarming and all of the settings have been erased. Advised the customer's daughter that the insulin pump will be replaced. Advised the daughter to have the customer revert to a back-up plan.

Manufacturer narrative:
The insulin pump failed the displacement, alarmed motor error and encoder error due to an out of phase motor encoder signal.